Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3887-28, lot# j0012830v, implanted:(B)(6) 2001, product type: lead. Product ID: 3487a-45, lot# j0216881v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-45, lot# j0211735v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient noticed more pain and swelling in her left leg the past 2 weeks. It was reported the patient was not getting the pain coverage like she usually did. No falls or accidents were reported. The patient was concerned a lead wire had moved. It was reported the patient had an appointment with her physician for her pump refill on thursday (B)(6) 2014 and would mention her concerns at that appointment. It was noted the patient may need to have ¿scoliosis surgery¿ and they would need to remove her pump and pain stimulator. The surgery was not confirmed, the possibility was reportedly being discussed with the patient. Additional information received reported no diagnostics were performed on the device. No malfunction was noted. It was reported that the swelling was not related to the spinal cord stimulator. No interventions were reportedly taken or planned. The patient was working with her primary care physician regarding the unrelated swelling.